Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed an 'oxygen (o2) sensor failure' message from the electronic patient gas system (epgs). There was no patient involvement.

Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. The oxygen (o2) sensor percent hours were found to be above two million hours. Once the sensor has reached two million hours, the system will display a 'service gas system' message and not allow the user to calibrate the system. This is an intended function and not a malfunction in the performance of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.